Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.

Event description:
It was reported that prior to an unknown procedure, error code 3 was received after te device was working for 15 minutes. Then set the device again, passed the self-test. The titanium tip of the scalpel was broken during the using. The broke piece did not fall into the patient. Another one used to complete the procedure. There were no adverse consequences to the patient. The device was discarded.